Event description:
The initial MDR was submitted in error. The reported condition is a duplicate to the condition reported in 3014732157-2025-01150. Please disregard report 3014732157-2025-01174.

Event description:
The following has been reported: nurse reported: "distal luer lock collar fell apart. Patient harm: no. Infusion stoppage: no. A preliminary review of the logs identified the following issue: administration set breaks (any part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.